Event description:
Boston scientific crm received information that six days post implant the right ventricular (rv) lead exhibited high threshold measurements. The physician suspects a microdislodgement and opted to explant the lead instead of repositioning it. A new rv lead was successfully implanted. No specific measurements or adverse patient effects were reported. At this time, the lead has not been returned. If additional information should become available to our company, this event would be updated.

Manufacturer narrative:
The performance of the lead under complaint was scrutinized, including a visual and an electrical analysis visual inspection demonstrated a bent is-1 connector pin and a bend in the lead's distal part. Bending the is-1 connector pin and the distal part require the presence of mechanical stress. Mechanical stress during surgery should be taken into consideration. The quality documents associated with the manufacture of this particular device were re-investigated. There was no sign of any inconsistency during production and final acceptance test. The deformations at the outer coil resulted most likely from the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.